Manufacturer narrative:
Analysis of the returned pump device revealed that the pump did not pass testing. Pump: model-72404127, lot sn- (B)(4), mfg date- (B)(6) 2016, exp date- (B)(6) 2017.

Event description:
It was reported that two weeks prior to the revision, the patient experienced a lack of inflation in the right 15cm lgx ams700 inflatable penile prosthesis (ipp) cylinder. The right ipp cylinder was explanted and a new 8cm x 12cm cylinder was implanted. It was reported that there were no complications with the patients.

Event description:
It was reported that two weeks prior to the revision, the patient experienced a lack of inflation in the right 15cm lgx ams700 inflatable penile prosthesis (ipp) cylinder. The right ipp cylinder was explanted and a new 8cm x 12cm cylinder was implanted. It was reported that there were no complications with the patients.

Manufacturer narrative:
An overall investigation conclusion code of "cause traced to component failure" was chosen as the analysis findings and event are an expected or random component failure without any design or manufacturing issue. No escalation to ncep, CAPA, or scar is required, complaints are monitored for escalation of systemic issues through the trending process. Pump, model-72404127, lot sn- (B)(4), mfg date- 02/25/2016, exp date- 02/11/2017.

Event description:
It was reported that two weeks prior to the revision, the patient experienced a lack of inflation in the right 15cm lgx ams700 inflatable penile prosthesis (ipp) cylinder. The right ipp cylinder was explanted and a new 8cm x 12cm cylinder was implanted. It was reported that there were no complications with the patients.